Event description:
It was reported that during a thyroid surgery, an emg tube was used during preoperative preparation. It was found that the cuff was leaking. Procedure extended time by 15 minutes. The procedure was completed with backup product(s). There is no patient impact.

Manufacturer narrative:
H6: additional information suggest that d16 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroid surgery, an emg tube was used during preoperative preparation. It was found that the cuff was leaking. Procedure extended time by 15 minutes. The procedure was completed with backup product(s). There is no patient impact.

Manufacturer narrative:
H3: the device, packaging tray, both electrodes, and an open pouch were returned in a large plastic sleeve (non-original packaging). The pouch was open from 3 of 4 sides when returned. Upon return, traces of contamination were observed at the distal end of the tube. A syringe was used to inject 15cc of air into the cuff, and the cuff was slowly deflating. Furthermore, the cuff was inflated again and submerged in water for leak observation. There was no leakage observed coming from the cuff. Same as the cuff, the inflation assembly was submerged in the water for leak observation, and leakage was observed coming from the pilot balloon, there was a puncture in the pilot balloon. The device failed due to defective condition upon return and the inability to inflate. The complaint was confirmed, due to an out of specification condition. H6: additional information suggest that b17 and c20 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.